Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds during the implant procedure in multiple locations within the atrium. An alternate lead with tines was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.